Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿leakage from a damaged adjustment handle¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the bending section cover came off. The most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope bending section cover came off. There was no patient involvement.